Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the patient follow-up on (B)(6) 2019, abnormal ventricular lead impedance (above 3000 ohms) and pacing and sensing failure were observed. Patient¿s intrinsic rhythm (around 50 bpm) was seen on the ECG. Patient data revealed that the ventricular lead impedance became abnormal (above 3000 ohms) on (B)(6) 2019. Preliminary analysis confirmed the abnormal ventricular lead impedance. This most probably resulted from a ventricular lead issue and/or connection issue.

Event description:
Reportedly, during the patient follow-up on (B)(6) 2019, abnormal ventricular lead impedance (above 3000 ohms) and pacing and sensing failure were observed. Patient¿s intrinsic rhythm (around 50 bpm) was seen on the ECG. Patient data revealed that the ventricular lead impedance became abnormal (above 3000 ohms) on (B)(6) 2019. Preliminary analysis confirmed the abnormal ventricular lead impedance. This most probably resulted from a ventricular lead issue and/or connection issue.